Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with IV antibiotics (date and duration not reported).

Event description:
Per the clinic, the device was explanted. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to skin flap breakdown. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.